Event description:
A customer reported a power source alert in the pump history, which led to a pump shutdown and the inability to turn it back on. Although the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), it was necessary to address the pump issue. The customer attempted to resolve the situation by using a different charging cable, and cts sent a replacement tandem charging cable via two-day shipping. Cts also advised the caller to monitor the situation and restart any cgm sessions manually, ensuring insulin levels are reset to zero whenever the pump turns off or is reset. The customer acknowledged the guidance provided.